Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements of greater than 200 ohms. Defibrillation threshold (dft) testing was performed which showed normal shock impedance measurements. The device had been reprogrammed. An x ray was performed but was inconclusive. No additional adverse patient effects were reported. The device remains in service.